Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
New information received noted that the device was explanted on (B)(6) 2018 for unknown reasons. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in the hospital unresponsive with multiple unrelated health issues; the patient is also non-verbal. Upon interrogation, the pulse generator exhibited backup vvi operation. The device battery was at elective replacement indicator, so a product code download could not be performed. No additional information was available at this time.